Manufacturer narrative:
Product will not be available for eval by MFR. Results: three pictures were received and were eval by MFR. The first picture shows that the circuit was melted near the adaptor. The second and third pictures show that the elastic band that holds the wire is jammed between the corrugated tubing and the connector. The assembly processing and mfg procedure were reviewed for this product code and no findings that can potentially relate to this complaint were found. A device history record (DHR) review could not be performed due to unk lot number. The reported complaint was confirmed based on the pictures received. Conclusions: no eval will be performed. The complaint was confirmed, however, the root cause could be related with the handling of the device. If the connector popped out of the tubing during use due to poor retention, and the wires were pushed back into the tube in a bunch, a hot spot could have been created which caused the melting of the circuit. There is a design change in process that will glue the circuit tubing to the connectors. This should mitigate the potential for the connector to pop off. If additional info or sample is received, a f/u report will be sent.

Event description:
The event is reported as: the circuit melted while on a pt. It was used during heated humidification. No patient injury reported.